Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an endometriosis procedure. Reportedly, the instrument burned tissue. The hospital has reported no pt injury occurred.